Event description:
It was reported that a tandem mobi pump shutdown unexpectedly and required placement on a charging pad to turn back on. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.